Event description:
Update on previous report; it appears that the event was caused by a device, a capillary dialyzer f7 nr popysulfone and not caused by lepirudin. Pt was challenged again without lepirudin and developed the same reaction, respiratory distress. Capillary dialyzer device was changed to a t175 and did not develop any problems.